Manufacturer narrative:
An RMA was issued to the customer requesting to have the cadiere forceps instrument returned; however, isi has not received the RMA to perform failure analysis investigations. A follow-up MDR will be submitted if additional information is received. A review of the instrument logs identified that three cadiere forceps instruments were used during this procedure: 471049-7/ (B)(4), 471049-7/ (B)(4), and 471049-7/(B)(4). However, it is unknown which of the three instruments had the alleged issue. No images or procedure videos of the event were shared. A review of the site's complaint history does not show any additional complaints related to this product. This complaint is being reported based on the following conclusion: it was reported that a fragment fell into the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.the expiration date for field is not applicable.product lot number was not provided so product-specific information in is not available.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, one of the jaws of the cadiere forceps instrument had fallen into the patient. The item was retrieved without any harm to the patient and no x-rays were taken. The customer was certain the entire fragment was retrieved because they put the piece next to the instrument and there were no pieces missing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, who was present for the case, and obtained the following additional information: the fragment was retrieved with a laparoscopic grasper through the assist port. The instrument was inspected prior to use and there were no issues noted. The customer was retracting tissue when the issue occurred. It is unknown if the instrument collided with anything else there were no functional issues. The instrument had been removed prior to the breakage and the wrist was straightened every time. There was no resistance with removing the instrument through the cannula. There was no patient injury and the patient has not returned for any post-operative complications. No images or procedure video were available. Information regarding patient demographics, relevant tests, and medical history was requested, however the reporter could not provide that information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.